Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7075339/7075375. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 25949810.

Event description:
It was reported that the patient developed a non device related infection at the midline and ipg sites. The symptoms included were slight fever and redness at midline and pocket sites. The cause of infection was unknown per physician and the patient was placed on antibiotic. The patient was stable postoperatively. The explanted anchors, leads, and ipg will not be returned.